Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unexplained por¿s were observed in the black box. The battery compartment is cracked on the side near the threads and cracked above and below the bumper pad. Corrosion observed inside battery compartment. Returned battery cap has stripped threads and is unable to fully attach to the pump. Por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. A leak test fails with battery compartment leak. Removed cover; no evidence of internal moisture was observed on the pcb or internal components. No damage to the power circuit was found.